Event description:
Information received from the field notes that when the patient presented to the hospital for dialysis treatment, the monitor showed that his rate dropped to 39 bpm and he felt lightheaded. After about two minutes, normal function resumed, but the patient was admitted to the hospital. The next day, all pacer functions were appropriate. A check of the hospital found no emi sources where the patient was. The patient also has an ICD, but no therapy was delivered.